Manufacturer narrative:
Conclusion: no conclusion can be drawn product not returned.

Event description:
Allegedly, x-rays indicate that the femoral stem has fractured.

Manufacturer narrative:
This is a reportable malfunction. The event code is addressed in the package insert. To date, no revision date has been provided. Although several attempts have been made, no medwatch 3500a has been received from the user facility.